Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported medical issue at ins pocket site. Caller stated that they haven't used their stimulator for about 4 years and it has just been dormant. Caller stated they were told by their pain doctor to get it charged up so they can get an MRI. Caller added that they charged it up, turned it on, and it is "burning them like hell." Patient said it was throbbing, they are swelled back there where the stimulator is at and they can't even touch their skin back there because as soon as they touch it starts burning inside. Caller noted that when they had stimulation on they felt this discomfort so they shut it off because it scared them. Caller mentioned that it is really sore back there and they feel like there is a spot that is inflamed or something. The patient was redirected to their healthcare provider to further address the issue.

Event description:
The patient (pt) reported they think it is from the leads, so they will remove the batteries from it until they can get it removed. Pt reported they will remove the device on (B)(6) 2024, so the issue is not yet resolved.

Manufacturer narrative:
Continuation of d10: product ID 39286-65, serial# (B)(6), implanted: (B)(6) 2014, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The caller states the pt was not explanted and will not be explanted in the foreseeable future.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.